Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 57-300 (mg/dl). Reportedly, the customer experienced the low bg level because customer ate less carbohydrates than they entered into the pump. Customer consumed more carbohydrates to treat their bg level. Customer later experienced the elevated bg level because they ate more carbohydrates than were entered into the pump. Contact indicated that they did not administer a correction for the elevated bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.